Event description:
Reporter stated the luer separated from the infusion tube during use, and this resulted in insulin leakage. No adverse event was reported. The alleged product was requested for evaluation.

Manufacturer narrative:
The event occurred in (B)(6).